Manufacturer narrative:
Report date: 16aug2021.

Event description:
It was reported to philips by a biomedical engineer, while requesting part identification for a user interface, that the device will turn on but there is no display. Further information received that this happened prior to being placed on a patient. Based upon the information provided, the device was not providing therapy at the time of the event reported but prior to application. No harm or injury has been indicated or alleged information received indicates the failure was confirmed by the customer and the customer ordered the replacement part. Based on the information the user interface corrected the issue and the biomedical engineer has repaired the device.